Event description:
A surgeon reported a pt with a hyperopic surprise following intraocular lens (iol) implant surgery. He does not feel that this is due to the iol. The lens was exchanged for a different model and power. He stated that the pt is doing very well now with a ucva of 20/25.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 06/19/2009, 06/30/2009 and 07/14/2009 by phone, fax, and mail. Additional info was received by phone. A completed questionnaire has not been received.